Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; however, blood was found in or on the helix mechanism. The lead was stretched, and there was apparent explant damage. The helix extended and retracted within product specification. The full lead was returned and analyzed.

Event description:
It was reported that during the implant the helix would not extend on the ventricular lead. The lead was removed and another lead was successfully placed. No patient complications have been reported as a result of this event.